Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited an air in line alarm following repeated priming. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
H6: annex e and f code updated to e2403 and f27. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The most likely/suspected cause of the issue was a defective air detector sensor. A device history record (DHR) review was conducted, and the service history identified this device was last serviced (B)(6) 2023, for, "air-in-line alarm." The current complaint is related to previous service of the device.

Event description:
Additional information was received and per the reporter the event occurred during testing. The pump was not mishandled or dropped. There was no patient involvement, and no patient harm/adverse event reported.